Event description:
It was started by a customer that on (B)(4) 2011, there was a decrease in fiber vaporization efficiency; the fiber flashed and stopped vaporizing at 97,124 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber broke proximal to the metal cap. The fiber bent at a slight angle. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap was burnt on the detritus and the glass cap showed devitrification of the cap at the output window. The identified issues noted above may activate the fiberlife function which would modulate the power and cause a pulsing beam or the system to be placed into standby mode. This may also cause forward firing. The joules verified on the fiber card were 97,120 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.